Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis. Final analysis found an external insulation abrasion breaching the outer insulation at 6.8-6.9 cm from the connector pin consistent with lead friction to the ICD can. All other damages were consistent with procedural damages.

Event description:
This report is to advise of an event observed during analysis.